Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. Reportedly patient was involved in a motor vehicle accident. Thereafter, lose effective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000137125. A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.